Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the power supply unit the system functioned as intended. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera was not tracking instruments properly. The camera was flickering red/ green whilst instrument was not moving. The site tested with multiple instruments, all with the same result. There was no patient present.

Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for evaluation. Functional testing and visual/physical examination was performed and the reported issue was confirmed. The psu was not able to track any instruments beyond the midpoint during testing. Too few markers were visible to run the accuracy test. A check of the event logs did not reveal any issues. The cause of the reported issue was due to a line separation. If information is provided in the future, a supplemental report will be issued.